Manufacturer narrative:
A neuro-ophthalmologist initially diagnosed the patient with posterior ischemic optic neuropathy. The neuro-ophthalmologist stated the neuropathy was caused by the laser patient interface. However, subsequent details included in the related complaint file for the implanted intraocular lens stated that neuropathy had been ruled out by the physician. No additional details of the diagnosis or the patient¿s medical history were provided. The company service representative examined the system and could not identify an issue with the system that may have contributed to the reported event. The system was then tested and met all product specifications. A company clinical application specialist (cas) visited the customer¿s site and provided surgery support. After the event date. While the cas was on site, eleven patients were treated with no laser issues observed. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported a patient experienced vision loss following an uncomplicated laser assisted cataract surgery. Reporter indicated the patient consulted a neuro-ophthalmologist, who diagnosed neuropathy related to suction with the laser patient interface. Additional information has been requested.